Event description:
It was reported that the user received recurring ¿unable to proceed¿ alerts during a supply change and tubing fill, consistent with a motor stall during delivery setup, which was resolved after removing all supplies, performing a dry run, and replacing the cartridge, connector, and infusion set before successfully resuming delivery. No reported changes in blood glucose. Outcomes included no impact to clinical status and no medical intervention or hospitalization. Investigation included guided troubleshooting and user education performed remotely. Investigation of this case revealed that normal function was restored after replacing supplies and that the issue did not recur following successful priming and resume of delivery. It was concluded that the event was consistent with a transient delivery setup obstruction or motor stall corrected by supply replacement, with no device malfunction confirmed.